Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and an early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.